Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, bowel obstruction, abdominal pain, vomiting, seroma, mesh migration, serosanguineous fluid, and mesh rolled away from abdominal wall. Post-operative patient treatment included revision surgery, diagnostic laparoscopy, lysis of adhesions, revision of hernia repair, seroma aspiration, and admission to the hospital.